Event description:
Hospital called to report a band that was explanted, due to a hole in the tubing.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."